Event description:
The customer stated that he tested his blood glucose using his contour and breeze meters. The contour read 475 mg/dl, while the breeze read 84 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. No adverse were alleged. The customer declined to troubleshoot the contour system. No product will be returned for eval.